Manufacturer narrative:
Evaluation: the event sample was returned for investigation. The returned unit was pretested for leakage. The disposable was primed with saline solution and pressurized to 300 mm hg pressure. The disposable was observed for saline leaking into the re-circulating water path. Conclusion: the leakage test did identify a hole in the aluminum tube. There was a bend in the aluminum tube near one end where the aluminum tube is inserted into the tower. When the plastic components were separated from the aluminum tube, a large crack was observed at the location of this bend in the aluminum tube. The crack was along one of the "grooves" in the almuminum tube, indicating that that crack occurred when the tube was bent. Since corrosion was not observed at the crack location, it is not likely that there was a hole there prior to the crack. There is no indication that the cracked area was likely to break sooner or more easily than any other grooved area on the tube. Root cause: it is most likely that the tube was bent during install into the tower which formed the crack as there are no holes in the rest of the tube. Based on the event description, this sounds like a user issue during set up. Historically, similar event are attributed to excessive force durng installation of the heat exchanger or the user has not followed the recommended maintenance of the lubrication of the o-rings as described below . The instructions for use supplied with the fluid warmer has a "warnings" section on pages 6 and 37 of the operator's manual for the level 1 fluid warmer which identifies: "do not bend heat exchanger, bending may damage inner metal tube, serious pt injury could result." In addition, the fluid warmer unti has a symbol located in the area where the heat exchanger is mounted identifying: "do not bend heat exchangers." Per our maintenance and testing log in the operator's manual it is recommended that the o-rings be lubricated every 30 days. Failure to lubricate the o-rings may cause the heat exchanger to not install easily. Information about the o-rings is covered on pages 14, 50, 57 and 59 of the operator's manual. There are two labels on the fluid warmer where the o-rings are located stating; lube o-rings, see service manual, use siliconde grease.